Manufacturer narrative:
The marathon catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician tried to check the tip of the microcatheter during the arteriovenous fistula embolization procedure but was not able to see the microcatheter tip. The procedure was completed as it was; however, it was noted that the tip of the microcatheter had fell into the patient¿s cavity and could not be retrieved. It remains in the patient¿s body. All other details were unknown. Customer states: when the doctor tried to check the tip of the catheter during the case and founded that the marker at the tip couldn't be seen. There was a possibility that the marker was disengaged. The procedure was completed as it was. And there was also a possibility of remaining in the body, the details were unknown. Ancillary device - (B)(4) (B)(6) tracking number is (B)(4).

Manufacturer narrative:
The marathon total length was measured to be ~171.5cm (reference: 170.0cm), the useable length was measured to be ~165.2cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.3cm which is within specification (25.0cm +2.0cm -1.0cm). No bends or kinks were found with the marathon catheter body. The distal marker band/tip was found missing from the marathon. The marathon inner liner appears to be intact. It is likely the distal marker band/tip remains within the patient. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. The marathon micro catheter was returned for analysis. No bends or kinks were found with the marathon catheter body. The distal marker band/tip was found missing from the marathon. The marathon inner liner appears to be intact. It is likely the distal marker band/tip remains within the patient. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. Marker band dislodgement is unlikely to occur without experiencing excessive resistance. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal can cause the catheter to snag causing the tip to become separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.